Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed.angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Access was gained using micropuncture and ultrasound and positioned on the top third of the femoral head. The vasculature was 9.1mm x 9.5mm, moderate calcification located distal, medial, and posterior, no tortuosity, and a deployment depth measurement of 6 + 1. Following deployment, hemostasis was immediate at skin surface. However, a perforation was noted at the manta site. Multiple balloon inflations and 2 covered stents were placed to remediate the perforation. Perforation of iliofemoral arteries possibly causing bleeding and arterial damage have been identified as possible adverse events associated with any large bore intervention, including the use of the manta vascular device. Review of the angiograms by the investigation team indicate an access site complication that went well beyond the manta access site and up into the iliacs. The stents were positioned above the manta access and continued up into the iliacs. This dissection likely occurred prior to manta deployment and the perforation noted at the manta site is a secondary occurrence and not the main occurrence. However, it cannot be determined if the perforation at the manta site occurred prior to or during the manta deployment. The risk of access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are identified in the IFU as adverse events related to the vascular closure device. Risk documentation has been reviewed and this is a known risk of the device.

Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be written upon completion of the investigation.

Event description:
As reported, during tavr procedure there was a perforation at the manta deployment site that required multiple balloon inflations and 2 covered stenting of rt cfa. Current patient condition is reported as fine.